Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ma (2017) masquelet technique with external locking plate for recalcitrant distal tibial nonunion. Injury - international journal of the care of the injured, volume 48, pages 2847-2852. Taiwan the aim of this study was to analyze the results of treatment for recalcitrant distal tibial nonunion using masquelet technique with locking plate as a definitive external fixator. This is a retrospective review of a study conducted between january 2012 - december 2015 where 15 consecutive patients with distal tibial nonunion were treated between. The average age of the patients was 53.5 years (range 35-72 years). The reconstructive procedure comprised debridement of the nonunion site, deformity correction, stabilization with an distal femur metaphyseal locking plate (synthes, (B)(4)) or an external locked plate ((B)(4)) was applied. The average duration of follow-up was 23.4 months (range, 12¿48 months). Union was achieved in all patients at an average of 7.5months (range, 3¿12 months) without additional intervention. The following complications were noted: patient 5 ¿ (B)(6) male with metaphyseal fracture, initially treated with an unknown conventional plate experienced non-union. Patient underwent stabilization with unknown locking plate. Post-operatively at 27 months follow up, patient had a deformity of 7 degrees. Patient also had 1 broken screw. Patient comorbidities include smoking and hypertension. A copy of the literature article is being submitted with this medwatch.